Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) exhibited intermittent oversensing of p waves and t waves resulting in appropriate episode being recorded. Furthermore, icm exhibited poor r wave amplitude. No programming changes were made. No patient consequences reported.